Event description:
This lead was replaced due to intermittent loss of capture. The physician also changed out the rv lead due to oversensing. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected at 36.5 distal to the is-1 connector pin. Both lead segments were received for analysis. It is reasonable to assume that the dissection of the lead originated from the explant procedure. The returned fragments were visually and electrically analyzed. The inspection revealed several explant damages i.e. Cuttings in the insulation, damages of the insulation by laser and deformations of the coils. The lead's distal part was found partly pulled out of the ring electrode. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In addition, the dc resistances of the conductor fragments were investigated. No peculiarities were found. During the analysis, no deviations were noted which might have led to the clinical observation. In summary, there was no sign of a material or manufacturing problem.